Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information were unable to get this information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that faradrive steerable sheath clear was selected for unknown procedure. During the procedure when dilator was removed after bb at versacross connect, non-boston scientific decanav catheter was inserted. When 2 drop per second blood leak form the valve was noted. Later when a torque was applied to the catheter and the sheath was moved, a lot of blood leak was noted. Additionally, when suction was performed during catheter insertion and removal, air was also noted. The procedure was completed using same device. No patient complication was reported. The device is not expected to be return for analysis as it was discarded.